Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system shut down on its own during a procedure. The system would not switch on again. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reporting that the date of the procedure was 10/15/2017. The procedure being performed was a cataract extraction with intraocular lens implant and was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The power distribution was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on march 21, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power distribution. The manufacturer internal reference number is: (B)(4).